Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, including a low of 54 mg/dl after announcing a meal followed by self-treatment with peanut butter that preceded a rise to 325 mg/dl, after which glucose stabilized. Symptoms included malaise, need to sit, shortness of breath, headache, and thirst. Outcomes included transient hyperglycemia lasting about four hours without alerts above 300 mg/dl for over 90 minutes, no ketone testing, no backup therapy, no assistance, and no medical intervention. Investigation included customer interview and device-use review focused on glycemic trends and user actions. Investigation of this case revealed user overtreatment of hypoglycemia with a fat-containing food that is not recommended for rapid correction, contributing to rebound hyperglycemia; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and product-use education need regarding appropriate hypoglycemia treatment with fast-acting carbohydrates.